Manufacturer narrative:
Concomitant products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-33, lot# v591423, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v619052, implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v592257, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer reported that there was a change in therapy was intermittent or erratic. The patient's pain stimulator was acting up. The patient reported spikes and jolts the past couple of days prior to report. The patient turned stimulation off on the friday prior to report because of it. The issue was occurring intermittently. There was no trauma or fall that could be related to the issue. The event was considered a sudden change in stimulation. The stimulation was also reported as uncomfortable stimulation and overstimulation. Impedance measurements were taken and contacts 0, 1, and 2 ohms when tested at 0.7 volts. The manufacturing representative thought that the issue could be the lead pulling out of the implantable neurostimulator (ins) header block. The overstimulation was so erratic he needed to turn stimulation off. The manufacturing representative had tried using electrode 6 and 7. Later it was reported that the x-rays showed no visible issues with the system. The manufacturing representative was currently able to program around the issues and the patient was happy with stimulation. No interventions were planned barring any changes with other electrodes. Relevant medical history included: failed back surgery syndrome